Event description:
Related manufacturer report number 3006705815-2022-01153. It was reported that high impedance issue was observed on both leads. Patient had a motor vehicle accident and issue began post. Programming changes were attempted however it was unsuccessful. Patient continues to have therapy but is using high amplitude. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein one of the leads were explanted and replaced to address the issue. Reportedly, therapy was restored post-operatively.